Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with dry eye at the two week post bilateral lasik visit. Patient got little improvement from artificial tears so the patient was prescribed cyclosporine ophthalmic emulsion. The patient has stopped the artificial tears, but thinks the cyclosporine ophthalmic emulsion helps the dryness. There are two medical device reports associated with this event. This report references the left eye.